Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with both leads' capture threshold and sensing values that were not good. Before the procedure, the pulse generator could not be interrogated and "only wand telemetry was available." The programming changes the physician wanted were not able to be completed. The leads were re-positioned successfully and the pulse generator was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-00002. Related manufacturer reference number: 2017865-2020-00004.